Event description:
The initial reporter stated they have been having ongoing issues with patient sample and quality control recovery for bun (urea) on the cobas 6000 c501 module. The customer provided data for one patient sample with discrepant urea results. The sample initially resulted in a urea value of 7 mmol/l and it repeated as 20 mmol/l.

Manufacturer narrative:
The urea reagent lot number was 83214501, with an expiration date of 30-jun-2025. The provided calibration data showed some errors for some calibration events. A general lot specific reagent issue is not likely because calibration errors occurred not only with the reagent lot in use, but with previous reagent lots. The provided quality control data showed some values that were outside of the range. Upon review of alarm trace data, various sample handling alarms like sample short alarms and abnormal aspiration alarms were observed. The field service engineer performed annual preventive maintenance on the analyzer. No further issues have occurred since this action. The investigation determined the service actions resolved the issue.